Manufacturer narrative:
The reported event capturing problem was not confirmed, while the reported event of the helix mechanism issue was confirmed. As received, a complete lead was returned in one piece with the helix partially extended and clogged with blood/ tissue. Visual and x-ray examinations found the inner coil was overtorqued inside the connector region. After cleaning the helix and cutting the lead, and applying torque directly to the inner coil, the helix was able to extend and retract. The full helix extension length was measured within specification. The cause of the helix mechanism issue was isolated to an overtorqued inner coil, consistent with procedural damage and clogged helix. Electrical testing did not find any indication of conductor fractures or internal shorts.

Event description:
It was reported that the right ventricular (rv) rv lead exhibited an increase in capture threshold. The rv lead was explanted and replaced when the helix would not extend. There were no adverse health consequences to the patient.